Manufacturer narrative:
The endowrist vessel sealer instrument has not been returned to isi for failure analysis evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to the reported event. Based on the information provided, this complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the endowrist vessel sealer instrument did not seal the patient's tissue. There was no report of any patient harm or adverse outcome. However, it is unknown what caused the vessel sealing issue experienced by the surgeon.

Event description:
It was reported that during a da vinci-assisted low anterior resection procedure, the endowrist vessel sealer instrument did not seal and did not cut the patient's tissue. Intuitive surgical, inc. (Isi) followed up with the robotics coordinator and obtained the following additional information: the robotics coordinator was not present during the surgical procedure. The robotics coordinator indicated that during sealing of unspecified tissue, the surgeon observed that the patient¿s tissue was not sealed or cut. The audible tones were generated during the instrument¿s sealing cycle; however, it is unknown if the end of the sealing cycle tone was generated. A replacement endowrist vessel sealer instrument was installed to complete the planned surgical procedure. There was no patient harm, adverse outcome or injury due to the sealing issue. Furthermore, to her knowledge the patient has not returned to the hospital due to post-operative complications. The robotics coordinator indicated that she was unable to provide any additional information regarding the sealing issue.